Event description:
Event description cpi received information that this implantable pulse generator (ipg) system exhibited atrial lead impedance measurements greater than 2,500 ohms because the lead was not completely inserted into the device's header. The ipg remains implanted; the issue was resolved by reprogramming the device to unipolar mode.